Event description:
It was reported by the patient that two days after the right atrial and right ventricular leads were implanted, the leads "moved and [the patient] had to go back to the hospital to have them repositioned." It was later clarified through follow-up with the physician office that only the right ventricular lead dislodged and it also had high threshold. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was explanted and replaced.